Event description:
It was reported that difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device with delivery system were used. After the position of the implant was adjusted it was noted that the device was difficult to withdraw. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system (wds) with the closure device in the sheath. The implant, sheath, hub, core wire, and tip were visually and microscopically inspected. The sheath had several kinks and abrasions were found on the inside of the sheath near the tip. Damage to the tip included one part of the tri-cuts folded inward and delamination of the sheath layers. The implant was found to have anchor damage. The observed damage to both tip and anchor was consistent with deploying and recapturing the implant. A functional test could not be performed due to the damage to the device. Product analysis could not confirm the reported event.

Event description:
It was reported that difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device with delivery system were used. After the position of the implant was adjusted it was noted that the device was difficult to withdraw. No patient complications were noted.